Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels was 562 mg/dl. The customer stated that the pump had over insulin flow block and was unable to treat high blood glucose. The customer stated that the insulin exited during the priming. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will be returned for analysis.